Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reset the pump on their own before contacting support, and a replacement pump was sent. The customer continued to use current pump.